Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated that insulin pump was stuck on the rewind cycle. Customer stated that the insulin pump was not dropped or bumped or exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged the insulin pump having rewind anomaly, unintended movement alarm and motor error by reading unexpected value from hall sensor alarm. During power up, the device received unintended movement alarm during rewind. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, sleep current measurement, active current measurement, and self tests or verify an error in the motor by reading unexpected value from hall sensor due to the unintended movement alarm. Thus software was utilized and downloaded trace/history files properly. In further full review in the insulin pump history found multiple unintended movement alarm on (B)(6) 2021 07:16:46.,07:22:43., 07:22:54. And an error in the motor by reading unexpected value from hall sensor alarm on (B)(6) 2021 07:22:56, 07:23:16. The insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor sensor cable, motor cable connector during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay. In conclusion, unintended movement alarm during rewind and an error in the motor by reading unexpected value from hall sensor alarm in the insulin pump history confirmed due to moisture damage electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.